Manufacturer narrative:
(B)(4). Date sent: 4/20/2021. Additional information was requested, and the following was obtained: what anatomical structure was the stapler used on? What were the indications for surgery? What was the surgical procedure? Was this an anastomotic leak or bleeding? How was the issue addressed? What color cartridge was used? Does the surgeon routinely wait 15 seconds prior to firing? If fired on vessel, was it taken with parenchyma? If other, describe intraoperative there were no problems, the staple came out correctly. But after several days the patient had leaks, if yes, please describe. Leaked a few days after surgery.

Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What anatomical structure was the stapler used on? What were the indications for surgery? What was the surgical procedure? Was this an anastomotic leak or bleeding? How was the issue addressed? What color cartridge was used? Does the surgeon routinely wait 15 seconds prior to firing? If fired on vessel, was it taken with parenchyma? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient presented leaks. Intra operative there were no problems, the staple came out correctly. But after several days the patient had leaks.